Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The occluded target lesion was located in the mildly calcified and mildly tortuous subintimal space of the posterior tibial artery at the ankle. The pt2 guide wire was advanced into the patient and used in conjunction with a non bsc support catheter. When in the subintimal space, the wire was curving back on itself. While rotating the wire, the distal tip detached. The procedure was completed with an .018¿ thruway guide wire and a non bsc balloon. The guide wire tip remains in the patient¿s ankle. The physician does not plan additional intervention and is not concerned with the location of the wire tip. There were no additional patient complications reported.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The occluded target lesion was located in the mildly calcified and mildly tortuous subintimal space of the posterior tibial artery at the ankle. The pt2 guide wire was advanced into the patient and used in conjunction with a non bsc support catheter. When in the subintimal space, the wire was curving back on itself. While rotating the wire, the distal tip detached. The procedure was completed with an .018 thruway guide wire and a non bsc balloon. The guide wire tip remains in the patient's ankle. The physician does not plan additional intervention and is not concerned with the location of the wire tip. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed the distal tip is missing. A bend was noted approximately 181.3cm from the proximal end. Dimensional measurements which were taken met specification. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode and it was observed the failure occurred due to a bending event followed by a rapid tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).